Manufacturer narrative:
The investigation determined that a lower than expected vitros phyt result was recovered from a proficiency sample processed on a vitros 5600 integrated system. The root cause of this event is user error due to inappropriate sample dilution. The instrument operated as intended. There was no evidence that an instrument or reagent related issue contributed to the event.

Event description:
A customer reported a lower than expected vitros phyt result was obtained from a single proficiency sample (proficiency ch01= <3.0 versus expected 5.66 ug/ml) processed on a vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).